Manufacturer narrative:
Concomitant product: product ID: 388928, lot# 0208348351, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer, via the manufacturer representative, reported they experienced a loss of stimulation about three days prior as of the date of this report and symptoms returned. The patient was unable to feel stimulation on any of the programs available. There were no reports of falls, though it was noted the patient did some rowing exercises at the gym fairly regularly. Impedances checks showed all electrode combinations being over 4,000 ohms. The device was switched off and the patient was trying medication for a while. X-rays were planned and the patient may have a revision surgery at a later date. No further information was provided. A follow up report will be sent if additional information is received.